Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) observed many stations showing as being in critical override, but a site down query returned no issues and confirmed current last processed xml timestamps, with no stations actually appearing in override within station. Then the missing pos were received at the station. Further the issue was resolved after the services were restarted by ie. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, new patients and orders were not crossing into pyxis. There were no adverse events or injuries reported based on this event.